Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was less responsive. Customer¿s blood glucose level was unknown. Customer also reported that they received failed battery test, no delivery alarms, rewind is slower, and battery cap was cracked. The device will not be returned for analysis.